Manufacturer narrative:
Physio-control referred the customer to the service dept and is investigating the reported incident.

Event description:
Incoming technical support call. Found during testing. Customer reported that one of thier devices has the service wrench illuminated and wanted to know how to clear it.